Event description:
Brush heads...come off - oral-b [device breakage]. Brush heads on toothbrush are very loose - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads on his oral-b toothbrush were very loose and came off while he was using it. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.